Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
There was a revision surgery due to a failed glenoid in previous years, caused by a broken center screw and peripheral screws. The stryker reunion glenosphere and baseplate with broken screws were removed, and tornier glenoid components were successfully implanted. The revision surgery was successful without any additional adverse consequences, and there was no surgical delay reported.

Event description:
There was a revision surgery due to a failed glenoid in previous years, caused by a broken center screw and peripheral screws. The stryker reunion glenosphere and baseplate with broken screws were removed, and tornier glenoid components were successfully implanted. The revision surgery was successful without any additional adverse consequences, and there was no surgical delay reported.

Manufacturer narrative:
Correction ¿ d9 product available to stryker, h3 device evaluation the reported event was not confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.